Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 for diabetic ketoacidosis. Customer was wearing insulin pump at the time of hospitalization. Blood glucose levels at the time of hospitalization 817mg/dl. Customer also reported receiving a no delivery alarm. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).